Event description:
It was reported that a pacemaker triggered monitor was recorded were the patient experienced a symptomatic episode by placing a magnet over the device, patient described not liking ventricular pacing. Technical services (ts) was consulted and noted some ventricular sensing blanking and provided reprogramming options, as well as other evaluation options. In addition, guidance on how to set patient magnet response was provided. This pacemaker remains in service. No adverse patient effects were reported.